Manufacturer narrative:
Retainer ring = black. Device case = ngp. Customer returned device for an alleged unexpected battery power loss and charge/battery lasts less than expected found on november 13, 2022. The device passed the displacement test, active current test and sleep current test. No unexpected battery alerts noted during testing. Successfully downloaded history files and traces using thus. The first power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. Pump error was found in the history files on 12-nov-2022 at 12:00:00.00 due to connector resistance electrical board 1. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was recycled and left to charge for five days. The second power management graph shows the backup battery loaded voltage (loaded vlith) goes up to 3.7v, but not within the typical 100 mv range from the unloaded voltage (vlith). Problem isolated to electrical board 1. The pump was cut open for visual inspection and found moisture damage on the harness vibrator assembly. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window.pump error was confirmed due to problem isolated to electrical board1. Unexpected battery power loss confirmed during testing due to pump error and hardware anomaly on electrical board 1. Exposed to moisture confirmed on the harness vibrator assembly. Charge/battery last less than expected was not confirmed during testing or in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm and low battery alarm. Customer receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The device was returned for analysis.